Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned and the reported kink was confirmed. The device was visually and microscopically examined. Inspection of the device revealed numerous kinks in the sheath. Microscopic examination revealed no other damage or defect. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During an unspecified time during the procedure, the was became kinked. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During an unspecified time during the procedure, the was became kinked. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. There were no patient complications or consequences that occurred as a result of this event.